Event description:
Revision surgery - the pt fell and dislodged the glenosphere from the baseplate. The surgeon replaced the size 40 head with a size 44 head, and replaced the insert.

Manufacturer narrative:
The reason for this revision surgery was identified as trauma after five months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the trauma was most likely due to the patient falling. The information reviewed showed all the parts met design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.